Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot), d9, h4 corrected: h3, h8 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary according to the information received, it was reported that the instrument´s tip fractured off the instrument. Instrument fractured into two pieces. The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that cor/tri ant stem insert shaft had broken tip. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force in a prying motion or hitting heavy off axis on the handle. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: (B)(4). 2) date of manufacture: 04/11/2018 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: (B)(4). H10 additional narrative: added: h4. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. Corrected: h6 (health effect - impact code & health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there is no any adverse event/patient harm involved.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the instrument´s tip fractured off the instrument. Instrument fractured into two pieces. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Yes if yes, were they removed easily without additional intervention? Yes,